Manufacturer narrative:
The initial reporter is located outside the united states and therefore this info is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported a pt placed her finger between the gantry and detector when the detectors were retracted out of the mg system during a lung scan setup. The pt had a semi amputation of the fingerpad and a fractured bone.

Manufacturer narrative:
Investigation revealed the patient injury occurred as a result of multiple different causes: the system was missing inserts, used to block access to bolt holes (the missing inserts are a single production failure); the operator did not follow the instructions to secure the patient arms using straps, thus enabling the patient's hands to get close to the radial axis drive and access the holes, which are normally inaccessible (positioned behind the detector). The customer was informed regarding the system misuse; the system refurbishment was completed without noticing that the inserts were missing. All patient accessible exposed holes on the detector mounting plates have been blocked using nominal inserts.